Manufacturer narrative:
MFR's report date: 12/22/2010. (B)(4). No product was returned for eval, customer stated the set was discarded at the facility. The lot number was not identified.

Event description:
Customer reported the pt's IV tubing spontaneously disconnected during an infusion of IV fluids. The tubing was replaced without incident. No pt harm reported. No additional event info was provided.